Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel below the knee. After a 014 non-bsc guide wire was used to cross the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was used to dilate the lesion. The balloon ruptured at 8 atms on the 1st inflation. The balloon was completely removed from the patient. No kink prior to use and no resistance noted during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).